Event description:
It was reported that the atrial lead exhibited high impedance, high thresholds and low sensing. During the procedure to replace the lead, an x-ray revealed that the lead was dislodged. The patient's condition was - good - after the procedure.

Manufacturer narrative:
No medwatch form was received. (B)(4).